Event description:
It is reported that it was observed in the previous week (exact date unknown), that the patient expelled necrotic rectal mucosa with no signs of bleeding or other findings which was documented and reported to the surgeon on duty, associated with having the flexi-seal fecal management system device in place. It is further reported that during a visit on (B)(6) 2014 to assess the tracking device which was not reported at the time, evidence showed that the device was in the patient for thirty five (35) days and had not been withdrawn due to the need to continue with the device, "and to alert the fecal management system invima had not make another to create change". Lastly, reports states that on (B)(6) 2014, complainant performed a new track which provided evidence of the incident which was then communicated to the surgeon on duty.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is further reported that the related incident was explained in a letter delivered to convatec in regards to the last fifteen (15) days, specifically related to the pharmaceutical chemist and nurse lead in charge. Lastly, report states: "conversely surgeons who value patients expressed the need to continue the isolation of fecal matter from the wound, so they decided to reinsert another flexi-seal fecal management system kit. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.